Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad and one endeavor sprint rx drug-eluting stent implanted to the mid circumflex. The following day, the patient suffered a mi. The reported mi was related to the target vessel. The investigator indicated that the reported event was probably related to the study device. Ref: 9612164-2011-01328.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction). (B)(4).